Event description:
It has been reported that following a transvaginal sling placement, the pt complained of severe pelvic pain, bladder pain, vaginal erosion, dehiscense and severe urinary incontinence necessating the removal of the protegen sling. No further info is available and the device was not returned for eval.